Manufacturer narrative:
The concerned device "lacrifast" is not distributed in us under this device name, but is identical to the device "lacriflow lacrimal stent" distributed in us under 510(k) #k120886. The actual device used was returned and investigated: the stainless steel ring mounted in the colorless tube was dropped off. There was a v-shaped deep scar on the tube-wall in the colorless one where the ring was mounted, that was speculated to be generated by strongly rubbed to the hard occluded lesion. The out/inner diameters, length, and all other dimensions of both tubes were confirmed within the specifications. As a possible cause of the penetration of the bougie and dropping off the ring during the use, we speculate as follows: when the doctor tried to insert and advance the tube forcibly with the bougie inserted, excessive mechanical force was loaded on the ring and the distal tip of the tube where the ring was mounted, and further pushing the bougie resulted in dismounting the ring and penetrating out of the tube with the ring.

Event description:
The doctor tried to insert and place this device, a lacrimal duct tube, "lacrifast", into the patient's occluded lacrimal duct with the bougie provided with this device inserting in the device. The doctor felt a stronger resistance while inserting this device into the occluded lacrimal duct. He tried further ot advance the device, and then, he felt that the bougie penetrated out of the device. He pulled it out of the patient's lacrimal duct and found that a stainless steel ring mounted in the distal tip of this device was missing. A new "lacrifast" was placed in the lesion.